Manufacturer narrative:
The device was not returned for analysis. Since the device was not returned, the event could not be definitively determined. Attempts have been made to obtain the device. However, our attempts were unsuccessful. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during the preparation for cerebral arteriovenous fistula embolization, the catheter was flushed and reported to have a leak in the middle section. A new device was used to continue the procedure. No patient injury was reported to have occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The micro catheter was returned for analysis. The catheter body was found to have a ruptured near the distal section. The ruptured edges of the tubing material exhibits stretching, thinning and jagged ¿lettuce edges¿ damage. The micro catheter was flushed and water exited from the ruptured location. An in-house mandrel was used and navigated in to the distal section, which became stuck a few cm from the distal tip. The micro catheter body distal section was dissected. White dried flakes (likely saline) were observed within the lumen where the mandrel became stuck. No other anomalies were observed. Based on the device analysis and reported information, the report of catheter leak was confirmed. However, the cause could not be determined. The appearance of the damage is consistent with over-pressurization. Over-pressurization and rupture can occur during injection of saline or due to a fast injection (approximately 1.0ml/sec) of saline imposed on some sort of occlusion or significant restriction of the micro catheter (typically a kinked or acutely bent catheter). All products are 100% inspected for damage and irregularities during manufacture. Per the micro catheter instructions for use (IFU): infusion pressure with this device should not exceed 690 kpa/100 psi. Pressure more than 690 kpa/100 psi may result in catheter rupture, possibly resulting in patient injury. When performing angiography, it is recommended to use a 3cc syringe rather than a 1cc syringe to reduce the risk of catheter over-pressurization. If flow through the catheter becomes restricted, do not attempt to clear the device by high pressure infusion. Either remove the catheter to determine the cause of the obstruction or replace it with a new catheter. Excessive pressure may cause catheter rupture, possibly resulting in patient injury.